Event description:
Customer reported two bags were spiked; one bag had ffp and the other had blood. When the nurse attempted to change out one of the bags, she disconnected the spike and the entire segment separated from the tubing. The blood from the second bag came out of the y-tubing open site. It is unk if the tubing connected to the bag with the blood was clamped. There was no pt harm. Although requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The set was discarded at the facility. The lot number was identified. A follow up report will be submitted with any new relevant info.